Event description:
It was reported that the intensive care unit patient was emergently intubated. Doctor had requested for an orogastric tube to then be placed. The registered nurse placed a bard salem sup. Stated that the orogastric tube was defective, with a small hole at the portion where the air vent attached to the main tube and that was not found until after the orogastric tube was placed kub was taken to confirm placement. Because of this, suction was not working and bile leaked all over the patient and the bed. The registered nurse then had to remove that orogastric tube and place second one and get a repeat kub to confirm placement.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection, design is inadequate". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intensive care unit patient was emergently intubated. Doctor had requested for an orogastric tube to then be placed. The registered nurse placed a bard salem sup. Stated that the orogastric tube was defective, with a small hole at the portion where the air vent attached to the main tube and that was not found until after the orogastric tube was placed kub was taken to confirm placement. Because of this, suction was not working and bile leaked all over the patient and the bed. The registered nurse then had to remove that orogastric tube and place second one and get a repeat kub to confirm placement.